Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine flow was slower than normal in the inlet tube of the drain bag and the user had to shake the tube in order to transfer the urine to the meter. The user complained that the similar problem was observed recently in all the products.

Event description:
It was reported that the urine flow was slower than normal in the inlet tube of the drain bag and the user had to shake the tube in order to transfer the urine to the meter. The user complained that the similar problem was observed recently in all the products.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be generated from supplier side or kink inlet tube/no air vent/design issue. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use]; 1. Method of use: the device is intended for single use only and is not reusable. 2. Precautions for use: 6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 8) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. 9) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] 10) when disposing of urine, observe the following: 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open while holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing. [Precautions]: 1. Precautions for use (exercise caution when using the device in the following patients). 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.